Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that log files were reviewed and the last data prior to disconnection revealed the controller had been operating with ac on port 2 and a battery on port 1 with 82% capacity.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses and review were conducted in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. The no power alarm functioned as expected during bench testing. Log file analysis revealed multiple controller power-up events on (B)(6) 2018 at 07:03:57, 07:04:32, 07:05:19, 07:06:12, 07:06:52 and 07:56:04. The controller was without power for 6 hours, 18 minutes and 17 seconds before the first controller power up. Analysis of data files revealed that before the first loss of power, a battery was connected to power port 1 with 82% relative state of charge (rsoc) and ac adapter was connected to power port 2. Data point after the loss of power revealed that the battery was connected to power port 1 and ac adapter was connected to power port 2. As a result, the reported loss of power event was confirmed; however, the reported no sound could not be confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources as described in the event details. An internal investigation was initiated to evaluate events involving the controller losing power. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found deceased at home, with both ventricular assist device (vad) power sources disconnected from the controller for an unknown reason. The patient's spouse did not hear an alarm during the night.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. The no power alarm functioned as expected during bench testing. As a result, the reported no sound could not be confirmed or duplicated during bench testing. Log file analysis revealed multiple controller power-up events on (B)(6) 2018 at 07:03:57, 07:04:32, 07:05:19, 07:06:12, 07:06:52 and 07:56:04. The controller was without power for 6 hours, 18 minutes and 12 seconds prior to the first controller power up. No anomalies were observed leading up to the losses of power. As a result, the reported loss of power event was confirmed. A possible root cause of the reported loss of power event can be attributed to a disconnection of both power sources as described in the event details. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.